Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated that insulin leaked from the top of the cannulas. She stated it seemed like insulin came out from where guide needle was removed. Customer noticed the leak by seeing insulin and having high readings in 300's mg/dl range. Customer attributes the readings in the 300's mg/dl range to the leaks. No adverse event alleged. Device not available for return.